Event description:
Mid 2020, a primary care physician contacted the clinical laboratory stating that he has noted an overall trend of hyponatremia in his healthy patients. A review of data showed an overall negative bias in comparison to peers over the last several surveys. Results for serum sodium levels run on ortho clinical diagnostics vitros 5600 were 3 -5 mmol/l lower than expected. Ortho clinical diagnostics was contacted regarding the low sodium levels. The issue was traced to vitros chemistry products na+ slides generations 29 and below. After looking at our data on the mean of samples analyzed over the past 6 months, we confirmed the negative bias seen from (B)(6). The hospital began running sodium serum levels using the abbott the istat for patients requiring tight control of sodium levels, with sodiums measured in the lab interpreted as being 2-3 mq/l higher than they are reported. Later, a transition to gen 30 slides and recalibration of the equipment was completed. This resolved the negative bias with serum sodiums. Normal practice was resumed for sodium testing, with verification using the istat discontinued. Manufacturer response for chemistry analyzer, vitros (per site reporter). Manufacturer found an issue with transitioning from gen 29 and lower vitros chemistry products na+ slides to gen 30 and above. I am providing information regarding a shift in patient results observed when switching from vitros® chemistry products na+ slides generations (gens) 29 and below to gens 30 and above. From a letter received from ortho clinical diagnostics. The calibration mathematics for gens 30 and above were updated as part of our routine release process. This update was based on comparison studies using patient samples. As an outcome of this testing, accuracy was adjusted so patient results obtained using gens 30 and above more closely match results obtained using the flame photometry comparative method. Our expectations for accuracy of patient values from gen to gen are based on internal testing including a range of variables including multiple samples, analyzers, calibrator kits and vials tested on multiple days, with comparison to our internal comparative method for vitros na+ slides. The combination of these variables can result in performance shifts across slide gens like those observed at your facility. Although the observed shift in patient values between the currently available gens 29 and below and gens 30 and above is within our release limits and specifications, we acknowledge the concern regarding the shift you observed. The deming regression plots located below demonstrates the expected shift in patient results (n = 136).